Event description:
Per the audiologist's report, this bilateral pt has no speech understanding and has made no progress since initial activation with this implant. He reported hearing echos and humming sounds with this cochlear implant. Integrity testing in 2006, did not find fault with this device. Reprogramming attempts did not resolve the problem. The physician has decided to explant the device and reimplant a new one in the near future. The surgery date has not been reported to cochlear.